Manufacturer narrative:
Corrected data- h6 result- updated to 213; h6 conclusion- updated to 61 patient with tricuspid anatomy who underwent an aortic valve reconstruction utilizing the ozaki procedure with photofix (off-label use) required re-operation due to both surfaces of the leaflet being heavily calcified with pink/tan excrescences. Multiple requests for additional clarifying information were made without success. A review of the available information was performed. Calcification is listed as a known adverse event for pericardial patches and is listed in the photofix instructions for use (IFU) as well as in the literature. Per the IFU the use of photofix decellularized bovine pericardium in valve leaflet repair is contraindicated. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
Patient with tricuspid anatomy who underwent an aortic valve reconstruction utilizing the ozaki procedure with photofix (off-label use) required re-operation due to both surfaces of the leaflet being heavily calcified with pink/tan excrescences.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Patient with tricuspid anatomy who underwent an aortic valve reconstruction utilizing the ozaki procedure with photofix (off-label use) required re-operation due to both surfaces of the leaflet being heavily calcified with pink/tan excrescences.